Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's front case and ui pcb to resolve the reported issue. The device was observed to have been dropped, but a root cause could not be established. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device's display was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part and a cracked and shorted capacitor on the ui pcba was determined to be the cause of the reported issue.